Manufacturer narrative:
There was no button error alarm. The unit had an intermittent button response due to a corroded keypad. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report a button error alarm during a bolus and an unresponsive keypad. The customer's blood glucose level was 191 mg/dl. The device was replaced and returned.